Event description:
A complete se peripheral stent system, 6x150mm, was intended to treat a lesion in an unk vessel in a pt. After stent deployment, the tip of the delivery system caught on proximal edge of stent and the physician was unable to remove it in the normal way. The physician inserted and inflated a pta balloon above the stent to unhook the tip of the delivery catheter. The device was successfully removed from the pt. No additional clinical sequelae have been reported.

Manufacturer narrative:
(B)(4): evaluation: results: (root cause of removal difficulties is unk).